Event description:
The surgeon had performed a makoplasty partial knee arthroplasty procedure on (B)(6) 2012. Two weeks later, mako was informed that the pt had experienced a supercondylar periarticular femur fracture post-operatively, at the site of bone pin insertion. The surgeon repaired the fracture using a locking distal femur plate. The surgeon stated there was no evidence of non-compliant post-operative activities, and due to the pt's small stature the bones pins may have been proportionally too large.

Manufacturer narrative:
An investigation is currently in process of mako surgical with respect to this issue. Further information has been requested from the field; however, the additional information has not been received in time for the filing of this report. If the additional information received is substantive in nature, a follow-up MDR will be submitted.